Event description:
It was reported that this implantable cardioverter defibrillator's (ICD) right ventricular (rv) lead had an electrode dysfunction. A defibrillation threshold (dft) test was performed, and the device was reprogrammed to vvi (ventricular-inhibited mode). This is all the information received, and additional information has been requested. At this time, the device and the non-boston scientific rv lead remain in service. No additional adverse patient effects were reported. Received additional information the device was interrogated last august, and the shock lead impedance was higher than expected, the value was unknown. A dft test was performed, and the device was reprogrammed to vvi. At this time, the device and the non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead had an electrode dysfunction. A defibrillation threshold (dft) test was performed, and the device was reprogrammed to vvi (ventricular-inhibited mode). This is all the information received, and additional information has been requested. At this time, the device and the non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.